Event description:
The customer reported having problem with prime/rewind, and the insulin pump was going through a loop before priming. Troubleshooting was performed. The customer attempted to prime several times, and each time it went back to rewind mode. The blood glucose reading at time of call was 500mg/dl, and she was treated with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.